Manufacturer narrative:
(B)(4). There was no allegation reported against the baxter product by the customer; therefore, the sample was not requested for evaluation and a batch review will not be conducted. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required. A follow-up report will be filed upon completion of baxter's investigation, or if additional information is received.

Event description:
A customer contacted baxter's technical service center reporting a system error (se) 2240 (air in set) during cycle 1 of 4 on the home choice (hc). The registered nurse (rn) had a question regarding the se 2240 and stated the home patient (hp) may have disconnected in dwell 1 of 4. The rn cleared the alarm and the hp would do a manual bag. The technical service representative (tsr) explained the alarm and would reset the hc for that night. Product surveillance (ps) spoke with the peritoneal dialysis nurse (pdn) on (B)(4) 2013 regarding the system error 2240. The pdn stated the registered nurse (rn) that contacted baxter was the on call nurse, the home patient (hp) was not in the hospital. The pdn stated that he had spoke with the hp regarding the alarm and that the hp did not mention anything that may have caused the alarm. Ps advised the pdn that the rn mentioned the hp may have disconnected during dwell and the pdn stated the hp did not mention that to him. The pdn stated they started over with new supplies and the hp resumed therapy. The hp was doing fine with therapy on the cycler. There was patient involvement. No patient injury or medical intervention was reported.

Manufacturer narrative:
(B)(4).this complaint is for a report of a system error 2240 during use. The disposable set was not returned to baxter and there was no report of issues that might have caused the alarm. Although the registered nurse stated the home patient (hp) may have disconnected in dwell 1 of 4, insufficient information was provided to determine the cause of the alarm.